Event description:
In 2008, the pt reported experiencing elevated blood glucose. He stated that on several occasions, when his blood glucose is elevated, the infusion site cannula is bent. He stated that on the day before, his blood glucose measured 126 mg/dl at bedtime and was elevated to 226 mg/dl when he woke up. He stated that sometimes he boluses to lower his blood glucose but sometimes he does not do anything because "it wasn't that high." He stated that he changes his infusion sites every 3-4 days. He was advised to change the infusion site every 3 days. He was educated on proper infusion site rotation. He was sent sample infusion sets, an infusion set insertion device, and info on infusion site management. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt did not retain any of the alleged product. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.